Event description:
It was reported that the ventilator generated alarm indicating high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that device generated airway pressure high alarm. Identification of issue has been done by analyzing problem description, device¿s logs and related support case (ID# (B)(4)). According to the information provided by the technician, the problem occurred intermittently and no parts were replaced. The device was returned to clinical use. The issue was decided to be reported as the airway pressure high alarms may lead to insufficient ventilation to the patient or no ventilation. There was no patient harm. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/09/2020. Corrected manufacture date: 10/07/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.